Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04a8q, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had been having burning pain at right hip by neurostimulator (ins) site, right below it. It was like a pinching pain and sometimes felt like a little zap. The patient first noticed it about 2-3 weeks ago prior to call. The patient had no fall or trauma. It was indicated that it started to hurt before she started aquatic therapy. No medical tests were performed. It was noted that there was more movement in the pocket site. It was indicated that there was no change in stimulation or therapy, it was working good. The patient had not turned stimulation off to determine whether having stim off affected pain at ins site. The patient had not had x-rays yet however will be of both hips and was scheduled for transdermal epidermal on (B)(6) 2001. The patient had epidermal in s1 area and hcp wanted patient to consider bone graft and spinal fusion. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).